Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer did not remove residual air from cartridge. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.